Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were not detected on communication bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was failed and not detected on bus. A field service engineer (fse) identified a physical damage on the row board cable header on the drawer boards, replaced the drawer boards and resumed testing, noting no additional issues. The user verified proper operation using inventory counts. Fse also verified the cable connections and drawer operations. The system functioned as intended after the field service engineer had repaired the device.